Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that multiple malfunction alarms occurred as well as the pump touch screen was unresponsive. Reportedly, the pump had been submerged in water. Tandem technical support educated the customer on the pump's fluid submersion guidelines. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.